Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked and the battery cap had stripped threads. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked as alleged in the initial complaint. The investigation was unable to tighten a test battery cap to the pump due to the crack in the battery compartment. There was no evidence of defects found on the returned battery cap; all tests passed therefore the investigation was unable to confirm the ¿damaged cap¿ claim from the initial complaint. Unrelated to the original complaint, it was observed that the display screen was dim and discolored, the cartridge compartment was cracked but the cartridge cap could still be attached to the pump. Also unrelated to the original complaint, the pump case was cracked between the corner of the corner of the lens and the case seal and it was also cracked between the case seal and the keypad.